Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint of image got darker. Light output was fine when scope was placed on an in-house da vinci system.

Manufacturer narrative:
The endosope has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to following conclusions: during a da vinci assisted pancreatectomy procedure, the surgeon converted to traditional open surgical techniques due to the image getting darker. No adverse event occurred as result of the reported issue and there was no allegation of an injury.

Event description:
It was reported that during a da vinci assisted pancreatectomy procedure, the endoscope image was getting darker throughout the procedure. The planned surgical procedure completed using traditional open surgical techniques and there was no report of any patient harm or adverse outcome.